Event description:
It was reported that there was concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was battery depletion (bd) fault code. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there was concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was battery depletion (bd) fault code. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing. Ts recommended the device be replaced. It was reported that surgical intervention was undertaken. Prior to the procedure, difficulty was encountered with interrogating the device with a programmer. Technical services (ts) discussed troubleshooting options. The device was then explanted and replaced and was able to be interrogated after explant. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This report is being filed to correct b5: describe event or problem upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there was concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was battery depletion (bd) fault code. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing. Ts recommended the device be replaced. It was reported that surgical intervention was undertaken. Prior to the procedure, difficulty was encountered with interrogating the device with a programmer. Technical services (ts) discussed troubleshooting options. The device was then explanted and replaced and was able to be interrogated after explant. The root cause of the interrogation difficulty was determined to be related to electric and magnetic fields (emf) in the room. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report is being filed to correct b5: describe event or problem.

Event description:
It was reported that there was concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was battery depletion (bd) fault code. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing. Ts recommended the device be replaced. It was reported that surgical intervention was undertaken. Prior to the procedure, difficulty was encountered with interrogating the device with a programmer. Technical services (ts) discussed troubleshooting options. The device was then explanted and replaced and was able to be interrogated after explant. The root cause of the interrogation difficulty was determined to be related to electric and magnetic fields (emf) in the room. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.